Event description:
Infection resulting in explantation

Manufacturer narrative:
Infection was reported as the reason for explantation.update/correction to sections b1, b2, b4, g3, g6, h2, h3, h6 and h10.

Event description:
Infection resulting in explantation.